Event description:
The customer reported that the insulin pump was delivering only half of the bolus programmed. The blood glucose reading was over 600mg/dl. The customer experienced nausea and vomiting. The caller also reported being hospitalized with diabetes ketoacidosis and high blood glucose of 578mg/dl, and she was treated with insulin drip and dextrose. The customer stated that the insulin pump alarmed no delivery multiple times prior going to the hospital. The caller mentioned that she woke up and was sick; she wanted to make sure the blood glucose meter was functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.